Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Noise on the right ventricular (rv) lead causing inappropriate high voltage (hv) therapy was noted. The patient was hospitalized and upon interrogation, it was also noted that there was high pacing impedance. The lead was explanted and replaced, and the patient was stable with no adverse consequences.